Event description:
Procedure type: lap chole. Patient gender: unknown. According to the reporter: while inserting the port, the firing the visiport the tip with knife fell off the device. No patient injury was reported. No additional information at this time.

Manufacturer narrative:
(B)(4).